Manufacturer narrative:
Safety bar.

Event description:
It was reported by service report that the latch is not coming down to grab the safety hook in the truck. No patient involvement or adverse consequences are reported.